Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusion set was leaking from site due to which hyperglycemia occurs within 2 days of use. High blood glucose level was 170 mg/dl. Event occurred on 04/19/2024 and 05/03/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.